Manufacturer narrative:
(B)(4). Examination of the submitted impactor confirmed the device was cracked along the initiation slot that connects with the universal handle. Visual examination did not identify any apparent damage or evidence of misuse. The root cause is unknown at this time. Based on the unknown root cause, corrective action is not indicated. Monitor through trend analysis sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The impacter is cracked.